Event description:
It was reported that the inflatable penile prosthesis (ipp) presented inflation issues. A surgical procedure was performed, in which a tear was noted in the right cylinder tubing, resulting in fluid loss. Both cylinders and the pump were removed and replaced, while the existing reservoir was retained and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. Microscopic examination revealed that both cylinders had a hole at the proximal end caused by a sharp instrument, as well as wear at the fold in the middle of the cylinder. The leak test confirmed that both cylinders leaked from the hole at the proximal end. The pump was microscopically inspected, leak tested, and functionally tested. Microscopic examination showed that the pump was worn down to the filament. Both the leak and functional tests passed. The rtes were visually inspected, and no anomalies were found. Based on the available information and analysis results, the reported clinical observation of inflation issues, fluid leakage, or holes could not be confirmed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) presented inflation issues. A surgical procedure was performed, in which a tear was noted in the right cylinder tubing, resulting in fluid loss. Both cylinders and the pump were removed and replaced, while the existing reservoir was retained and a new one was added to the system. No patient complications were reported.